Event description:
It was reported that the patient developed an infection at the device site. The patient has interstitial cystitis and had bacterial vaginosis. She had to go on medication for the infection. She had turned her device off, but has now turned it back on. Further information is being requested from the hcp.